Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to malfunction. There was a osteofyyttis in corpus cavernosum and that was what caused device malfunction. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the prosthesis was working normally.

Manufacturer narrative:
Based on the information available, the cause that contributed to the reported issue of osteofyyttis in corpus cavernosum and mechanical issue, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of osteofyyttis in corpus cavernosum and mechanical issue cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to malfunction. There was a osteofyyttis in corpus cavernosum and that was what caused device malfunction. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the prosthesis was working normally.